Manufacturer narrative:
8/6/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during the ileectomy procedure. Reportedly, the instrument was difficult to open, the anvil did not tilt and some staples did not form properly. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.